Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the forceps elevator, but the type of material was not identified. It is possible that reprocessing was not properly conducted due to leakage caused by a bending section cover tear. However, the root cause was not determined. The event can be detected/prevented by following the instructions for use which state: instructions operation manual for duodeno videoscope tjf-q170v chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions reprocessing manual for duodeno videoscope tjf-q170v chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the forceps elevator of the duodeno videoscope had foreign material. There were no reports of patient involvement.